Event description:
In 2007, the lay patient's husband contacted lifescan (lfs) alleging that the patient's one touch ultra meter did not draw the sample into the test strip. Prior to the time of concern the patient took 7 units of humalog insulin and 19 units of lantus insulin daily at breakfast time. She also took 8 units of humalog insulin and 16 units of lantus at bedtime. The patient was unable to obtain a result on the reported meter on the following day, and the am of next day. She took her usual insulin dosage and ate breakfast as usual on the same day. At 9:20 am the patient and her husband went to the hospital for the husband's eye surgery. The patient passed out while at the hospital and was transported to the ER where a result of 28 mg/dl was obtained on the ER device. The patient was treated with a glucagon injection and IV glucose. After receiving treatment, a result in the "80's" was obtained and the patient was released from the ER. After the incident, the patient's physician decreased her bedtime lantus insulin dose to 11 units. The customer care advocate (cca) confirmed that the patient followed correct testing technique. The cca noted that the test strip did not draw the blood sample into the test area of the test strip. The cca walked the patient through retesting with a new strip; the issue was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported, because the patient alleges she was unable to obtain a reading on the lfs product and later lost consciousness and received a hypoglycemic blood glucose reading in an ER. The patient was treated with a glucagon injection and IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.